Event description:
The patient had a known history of a repaired atrial septal defect which was treated with implantation of a 25mm gore helex occluder without incident approximately three years ago. The patient was last seen by her cardiologist 1.5 years ago and was noted to be doing well with no particular cardiovascular complaint. Her device was last imaged by echocardiography approximately two years ago and was noted to be is satisfactory position. There was no residual atrial level shunt. There was no pericardial effusion. The right and left ventricular cavity sizes were normal and there was normal biventricular function. In the early morning during this year, the patient was at a sleep over with a number of adolescents when she had episode of vomiting and complained of dyspnea. By report she used a friends albuterol inhaler, vomited a second time and then became unresponsive. Ems was contacted and found her in asystole with agonal respirations. Ems noted etoh on the scene. Resuscitation was begun and she was transported to the hospital. Resuscitation included CPR, defibrillation x3, epinephrine and narcan administration. Despite efforts to resuscitate the patient, she was pronounced dead approximately 1 hour later.autopsy noted atrial septum is composed of a prosthetic device which is completely intact; focal hemorrhage measuring 0.4cm in diameter present in the right atrial wall near the origin of the superior vena cava.device #1is this a laboratory device or laboratory test?no.